Manufacturer narrative:
Additional narrative: 510k: this report is for an unknown drill bit/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that patient underwent open reduction internal fixation surgery for fracture of the proximal humerus on (B)(6) 2021. During the surgery, the surgeon tried to insert the end cap using several driver bits but could not insert it. After several trials of inserting the end cap, distortion was found on the threaded part of the end cap. The surgeon gave up using the end cap and used another one. Procedure was completed with a less than thirty minute delay. Patient was stable. This report is for an unknown drill bit. This is report 2 of 2 for (B)(4).